Event description:
Report received of a patient experiencing massive bleeding related to the hygh tec device. Reportedly, and 81-year-old oncologic male patient who had undergone bowel surgery and had a coagulation disorder had a hyghtec in place for an unknown period of time. The patient experienced massive rectal bleeding after the device was discontinued and he was discharged. The patient presented again at the facility on (B)(6) 2023, and a colonoscopy was performed which showed mucosal lesions with associated bleeding that was characterized as massive and was determined by the physician to have been caused by the device. No additional information was provided.

Manufacturer narrative:
The affected product was not returned for evaluation. The following is listed in the warnings section of the device's instructions for use: "the following warnings must be taken into account when making the indication for the use of the product and over the course of the use of the product:· previous surgery in the patient's colon, rectum or anus in the last six months must be clarified by the doctor providing treatment in terms of the postoperative conditions and postoperative perfusion situation before the product is used." Therefore, the root cause of the event was determined to be a use of device problem.